Event description:
It was reported that "the floor rn was making her rounds and checking the pt when she discovered that one of the lumens was missing. The dressing was secured and the stat-lock was also secured and there was no line migration either."

Manufacturer narrative:
One 5f double lumen pro-PICC was returned for eval. A visual exam of the device revealed that the extension with the white luer is missing and was not returned. Extension tubing can be seen inside the hub which indicates that the tubing did not pull out of the hub, it broke off. The extension still attached to the hub was measured for length and found to be oversized. The extension tubing was noted to narrow where it enters the hub which is indicative of stretching. The extension print was found to be stretched when compared to a catheter from inventory. A review of the mfg records indicated all device specs and quality requirements were satisfied. A review of the pull test records noted the minimum amount of force required to break the extension to lumen joint was 19.849 lbs. We are unable to determine the exact cause of the break as the extension which broke off was not returned; however, due to the elongation of the existing extension and the distortion of the print it appears that the device was stressed beyond its design capabilities resulting in the fracture.